Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range pacing impedances. A request for additional information from the local boston scientific field representative has been made. No adverse patient effects have been reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that a surgical revision procedure for the previously reported out of range impedance measurements had been performed. The rv lead was surgically abandoned and another manufacture's lead was implanted. Approximately three years later, additional out of range measurements were noted. The patient was seen for another surgical revision procedure. At that time, a connection issue was suspected with the current system. It was then suspected that this surgically abandoned rv lead had also potentially had a connection issue with the device.